Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment and single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. While attempting to deploy the clip, it was observed through fluoroscopy that the l-lock tabs had not properly detached. To deploy the clip, the actuator knob was retracted further, which successfully deployed the clip. However, this caused the clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaint reported from this lot. All available information was investigated, and a conclusive cause for the reported difficult deploying the clip could not be determined in this complaint. The reported single leaflet device attachment (slda) was a cascading effect of difficult or delayed activation. The reported unexpected medical intervention appears to be due to case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.